Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the clip feed into the jaws of the device? Did the clip shred the vessel? Did the jaws shred the vessel? How was the vessel repaired? How was the procedure completed? Was there any bleeding? If there was bleeding, how was the bleeding controlled? Did the patient receive any blood products? The lot/batch number provided p4ra7a is not associated with the complaint device. What is the lot/batch number for the mcm20? ¿when there were around 10 clips left in the device it did not consistently feed the clips into the jaw. There was nothing there for several clicks and then suddenly it would have a clip for two uses. Then nothing again. The clips did not shred the vessels the jaws shredded the vessels. When the ligaclips were working properly (after both consultant and nurse checked it) we used those to repair the vessel slightly higher up than intended. We were able to successfully complete the procedure. And the bleeding was more than anticipated but it was minimal; sponges and working ligaclips were used. There was no need for blood products or other haemostatic agents¿ this will be our final update. No further information is available.

Manufacturer narrative:
(B)(4). Batch # p91v5y. The analysis results found that the mcm20 was received with a clip in the jaws. In an attempt to replicate the reported incident, the device was cycled and it formed the clip that was contained in the jaws. The instrument was cycled again and one malformed clip was formed due to an anti-backup failure. Finally, the instrument locked out. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, which could have caused jamming of the firing mechanism; this was not experienced during testing. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch number reported was not associated with the complaint device. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip feed into the jaws of the device? Did the clip shred the vessel? Did the jaws shred the vessel? How was the vessel repaired? How was the procedure completed? Was there any bleeding? If there was bleeding, how was the bleeding controlled? Did the patient receive any blood products? The lot/batch number provided p4ra7a is not associated with the complaint device. What is the lot/batch number for the mcm20?

Event description:
It was reported that during an unknown procedure, the clip applier did not fire the last three remaining ligaclips; shredding vessels as a result. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.